Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the replacement of a pain stimulation implantable pulse generator (ipg), there was difficulty inserting the lead into port 8-15, as the lead would only go in about 3/4 of the way. Troubleshooting steps included backing out the set screw, trying another lead, and opening a wens to test the lead's functionality. Ultimately, another implantable neurostimulator was opened and used successfully.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins), model # 977119, serial number (B)(6), revealed the ins passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.